Manufacturer narrative:
The subject otv-s300 has not been returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject otv-s300 to determine the cause of this phenomenon when omsc receives it. Otv-s300 instruction manual states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
While the laparoscopic cholecystectomy was performed using the subject otv-s300, ltf-s190-10, lmd-x310st and imh-20, vertical noises and color bars were observed in the endoscopic image for a brief moment. After that, the similar phenomena frequently appeared. In addition to the color bars, the color of the entire endoscopic image was sometimes changed to green. The system used for this procedure including the subject otv-s300 was replaced with another similar system including otv-s190, and the procedure was completed. The ltf-s190-10 was used for the first time after it was newly delivered. There was no report of the patient¿s injury regarding this event other than the replacement of the subject device.

Manufacturer narrative:
This is a supplemental report to MFR report # 8010047-2018-00661. The subject otv-s300 was returned to olympus medical systems corp. (Omsc). The subject otv-s300, the ltf-s190-5 (omsc asset), and the oev261h (omsc asset) were connected to check the operation of the devices. Then, power was continuously supplied to the system for about 30 minutes. A malfunction of momentary color bar reproduced intermittently. That is considered similar to the reported malfunction. The malfunction also reproduced when the scope was changed from ltf-s190-5 to enf-vh (omsc asset) and connected. Omsc performed an investigation on the subject otv-s300; however the exact cause of the reported phenomenon has not been identified. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2018¿00661. The subject otv-s300 was returned to olympus medical systems corp. (Omsc). The otv-s300 was continued to be investigated. A malfunction of the momentary color bar was reproduced in the reproduction experiments of the otv-s300. That is considered similar to the reported malfunction. This malfunction was solved by replacing the board inside the otv-s300 with a non - defective board (omsc asset). As a result of reproducing experiments on the subject board on which the malfunction occurred, an abnormality in the communication signal was found with an isolator which is a component mounted on the board. In the subject board, when replacing the isolator with a non - defective isolator (omsc asset) and reproducing experiments, the malfunction was resolved. As a result of investigating the subject otv-s300, it is considered that the reported malfunction occurred due to the breakdown of the isolator mounted on the board inside the otv-s300. The subject isolator is requested to be analyzed by the manufacturer. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2018¿00661. The subject otv-s300 was returned to olympus medical systems corp. (Omsc). As a result of investigating the subject otv-s300, it is considered that the reported malfunction occurred due to the breakdown of the isolator mounted on the board inside the otv-s300. The faulty isolator was analyzed by the manufacturer, and omsc got the analysis result from the manufacturer. Specific analysis contents are as follows. There was no abnormality in visual inspection and x-ray inspection. In the semiconductor curve tracer test, the characteristic between all pin and ground was not different from that of normal product. In the test by the isolator manufacturer's automated test equipment (ate), only the item of idd 2 supply current test parameter at 150mbd input was failed. Based on these results, it is considered that the isolator was shipped without a fault being detected due to program failure of the ate of the isolator manufacturer. The isolator manufacturer corrected the ate program defect. The assembled isolator after the 43rd week of 2015 has been corrected. The return rate due to the failure of the part up to the correction of the defect is 25 ppm, and it is considered that the defect of the part is accidental failure. In conclusion, it is considered that the reported malfunction was caused by an accidental failure of the isolator which is a mounted component of the board inside the otv-s300.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".